Event description:
It was reported that the pt (B)(6) experienced a ramping of stimulation when initiating therapy using the programmer. The reported issue occurred despite not utilizing the plus amplitude button and resulted in back spasms for the pt. A replacement programmer was provided to the pt, and new programs were issued. The pt voiced no concerns with respect to stimulation amplitude upon recent contact.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.